Event description:
On (B)(6) 2019, a 21mm regent valve was implanted. On (B)(6) 2019, the valve was explanted due to one leaflet having restricted movement resulting in incomplete leaflet closing and high gradient. A 19mm ony-x valve was implanted as replacement. The patient is reported to be recovering.

Manufacturer narrative:
The reported event of "one leaflet having restricted movement" was confirmed. One leaflet was immobilized in the closed position. One recessed pivot area contained organizing thrombus. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the leaflet obstruction and thrombus could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 21mm regent valve was implanted. On (B)(6) 2019, the valve was explanted due to one leaflet having restricted movement resulting in incomplete leaflet closing and high gradient. A 19mm ony-x valve was implanted as replacement. The patient is reported to be recovering.